Manufacturer narrative:
The customer checked the ise drain port, filled the ise bath with di water and performed an ise reagent prime. The customer performed an ise check and observed ise internal errors and large gaps of air in the sipper line. The ise check failed showing fluidic failure. The field service representative found a faulty valve that was not allowing the sipper to aspirate. He replaced the valves. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na+ for gen.2 and ise indirect ci for gen.2 results for 1 patient sample on a cobas 6000 c501 module. The initial sodium result was 99 mmol/l. The repeated sodium result was 122 mmol/l. The initial chloride result was 111.5 mmol/l. The repeated chloride result was 88.9 mmol/l. The results were repeated on a c311 analyzer, serial number (B)(4). The repeated results were believed to be correct. The sodium electrode lot number is h37 with an expiration date of 9-aug-2021. The chloride electrode lot number is w76 with an expiration date of 26-may-2021. The results were not reported outside of the laboratory.

Manufacturer narrative:
The centrifugation spin speed of the sample was faster than recommended and the spin time is shorter than recommended. The alarm trace showed ise noise and ise internal ref. Errors the investigation did not identify a product problem. The cause of the event could not be determined.